Manufacturer narrative:
Philips has investigated this complaint. According to the additional information the device was outside of clinical use at the time of the event. During investigation, a philips remote service engineer (rse) inspected the system and confirmed that system did not boot up. The geometry (geo) module was returned to philips for analysis which identified that there was an issue with the enmv voltage being too high and a tumble key and a press button were not functioning. The enmv (enable move) signal is part of a dual-channel input for movements, which is sent alongside the actual movement command to enable the movement. If the voltage for the enmv movement is too high during start up, this will not allow the device to boot up correctly as it indicates that the signal is active. In order to repair the issue the geo module and the retaining table clamp were replaced. After replacing the geo module and table clamp, the system returned to use in good working order. The codes were updated based on the investigation outcome. Health impact and evaluation method codes were corrected.

Event description:
It has been reported to philips that the allura xper fd10 system generated an error message after starting. It was confirmed that the geo module component required replacement after attempting to manipulate the button or joystick of the component. No patient harm has been reported. Philips has started an investigation of the complaint.